Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded a new cartridge multiple times and successfully received an accurate fill estimate. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, a syringe needle change was performed to address the issue. Customer's blood glucose level was 72 mg/dl.